Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a cause for the reported unintended movement and difficult to open or close. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip jumping. It was reported that during preparation, while establishing final arm angle (efaa), the clip arms jumped opened to roughly 60 degrees. Due to this issue, the physician decided to not used use the clip delivery system (cds) and replace it. There was no clinically significant delay in the procedure. No additional information was provided.